Event description:
Note: event and procedure dates are unknown. It was reported to boston scientific corporation in 2008 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure on a male patient (patient weight unknown). According to the complainant, during the procedure, the clip deployed as soon as it came out of the scope. The physician completed the procedure with another of the same device with no patient complications and the patient is fine.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.